Event description:
It was reported that the patient couldn¿t get it to charge. When the patient pushed the green button, he got the recharge the implantable neurostimulator (ins) screen or the relocate the antenna screen. The patient tried relocating the antenna several times and then it was saying charging with zero boxes filled in with the top battery showing full. The larger battery was blinking. It had been at least two weeks since the patient last recharged, so there was no therapy. The patient reported all filled boxes were filled except for 2. Stimulation stopped on saturday prior to the report. All of a sudden, something just ran down his leg and after that the stimulation sensation stopped all together. There was a coupling problem reported. At the end of the report, the patient was hooked up with the belt and successfully recharging. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).